Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced bleeding after applying the abbott diabetes care (adc) device. The customer experienced unspecified symptoms and was unable to provide self-treatment. The customer required unspecified third-party intervention for this issue. There were no additional details provided as the customer did not troubleshoot further. There was no report of death or permanent injury associated with this event.